Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2023. The following additional information was received: qty of product involved of xc200: 2 : 3. Additional information was requested, the following was obtained: was the applier checked for damaged (jaws straight and aligned)? The applier was new one and no damaged. * if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03025, 2210968-2023-03026, & 2210968-2023-03911.

Event description:
It was reported that a patient underwent an urological procedure on (B)(6) 2023 and suture was used. During the procedure, the clip could not be fed into the applier. The clip was stiff and could not be closed. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The sample device was used to check if it could be fed into the applier, 5 clips were fed properly, 1 clip could not be fed into the jaw. The clip was attempted to be inserted into the jaw many times with changing the direction of loading, and it could be fed into the jaw, and closed properly. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/26/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the applier checked for damaged (jaws straight and aligned)? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-03025 & 2210968-2023-03026.